Event description:
It was reported that before use, the customer was unable to draw back the plunger to fill with insulin once the unspecified bd¿ needle was placed on the syringe. The following information was provided by the initial reporter: "customer reported she is not able to pull back on the syringe (to fill with insulin) once the needle tip is placed on the syringe. Customer reported she experienced the issue with 6 different syringes and needles."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, the customer was unable to draw back the plunger to fill with insulin once the unspecified bd¿ needle was placed on the syringe. The following information was provided by the initial reporter: "customer reported she is not able to pull back on the syringe (to fill with insulin) once the needle tip is placed on the syringe. Customer reported she experienced the issue with 6 different syringes and needles."